Event description:
Alleged personal injury from use of cidex "sustained injury to her body and shock to her nervous system and person, causing injury to her body and great mental and physical suffering."